Event description:
Report rec'd that prod did not clean the lenses. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. Over time this would effect the prod's stability and color. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The affect of the higher level of iron is that the stability of the prod is compromised with respect to color and efficacy over time. A global recall was initiated for this lot.

Manufacturer narrative:
The device was returned for evaluation. However, there was an insufficient amount of solution to perform all required tests. Those tests performed were within shelf life limits. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was initiated for this lot.